Event description:
The head end of the stretcher would not go down due to a detached release linkage pedal. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.